Manufacturer narrative:
(B)(4). Approximate age of device - 12 days. (Calculated from date the device was assigned to the reported event). The evaluation of the returned mobile power unit (mpu) revealed a loose connection between the ac power cord and the power entry module. Although no alarms were reproduced during the evaluation of the unit, the power entry module was replaced as a precaution and the ac power cord was upgraded to the new v-lock style power cord. The patient cable was also replaced with a new cable as the current cable was dirty. The mpu software was upgraded to the latest software version v1.02 and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. The mpu was returned to the customer site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low battery alarms occurred on (B)(6) 2017, while the lvad system was attached to ac power. The patient then switched to external batteries and called the lvad clinician. The patient was instructed to reconnect the mobile power unit (mpu) to ensure that the power leads were connected correctly; white-to-white and black-to-black cable connections. The patient confirmed that the power leads were connected correctly; however, the low battery alarm occurred 15 minutes later. The patient was instructed to bring the mpu to the clinic the following day. In clinic, they were not able to reproduce the alarm; however, it was noted that the mpu and ac power cord connection was very loose. The system controller and mpu were inspected and neither unit had bent pins. The patient was asymptomatic. No additional information was provided.